Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg); however a specific value was not provided. Reportedly, the customer entered the intended amount in the pump to bolus; however, it ended up being too much insulin. Juice was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.